Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2111074: (B)(4) items manufactured and released on 10-dec-2021. Expiration date: 2026-nov-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: cup: mpact 01.32.156dh acetabular shell ø56 two-holes (k132879) lot 2111422: (B)(4) items manufactured and released on 15-nov-2021. Expiration date: 2026-nov-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2105819: (B)(4) items manufactured and released on 08-jun-2021. Expiration date: 2026-may-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain and instability due to a leg length discrepancy and the cause is unknown. At about 11 months after the primary surgery, the surgeon revised the head, liner, and cup to switch to a modular dual mobility cup and get the shortest length and stability. The surgery was completed successfully.